Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 454 mg/dl. The customer was treated with manual injections for high blood glucose values. Troubleshooting was not performed for high blood glucose values. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.